Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. The pump was evaluated, and the pump would power off at 2.9 volts. This indicates that there is an issue with the watchdog timer.

Event description:
On 04/20/2023 infutronix received a report that a pump returned with a note that says "unknown issue". During testing, a power issue was discovered. A power issue could cause loss of infusion parameters or the infusion may not be able to resume without causing delay in treatment. Device was returned.